Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's current blood glucose was 300 and 398 mg/dl. The customer also states the while changing the reservoir the lip came off and glued it back on, however, the reservoir did stay in pump before it was glued back together. The customer was wearing the insulin pump during the hospitalization. The customer declined to troubleshoot for high blood glucose. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.